Manufacturer narrative:
The device has not been returned to the manufacturer. The computer was replaced per RMA and the issue was resolved.

Event description:
A medtronic rep reported that the system froze after tracer registration. The issue persisted despite re-boot, and displayed a message indicating that hard disk sectors were corrupt; the system also displayed kernel panic messages. The use of the system was discontinued. There was no injury to the pt.